Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. Later, a new implantable cardioverter defibrillator (ICD) system was placed as replacement. No additional adverse patient effects were reported. This product has been received by boston scientific and an investigation will be performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection did not reveal any abnormalities. The infection or infection related allegation could not be confirmed by lab analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that this was most likely due to an infection; however specific details could not be provided. Later, a new implantable cardioverter defibrillator (ICD) system was placed as replacement. No additional adverse patient effects were reported. This product has been received by boston scientific and an investigation will be performed.

Manufacturer narrative:
This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.